Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was came to the emergency room due to experiencing syncope. The right atrial (ra) lead had pulled back and exhibited far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited increased, high thresholds and intermittent capture. It was later observed that the rv lead had dislodged. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Information is provided in the future, a supplemental report will be issued.